Event description:
"Early in the procedure, shortly after all trocars were inserted, and a scope, and a grasper were as well, a small black piece was noticed directly below one of the ports, down inside the abdomen. This piece has been saved and is in the plastic baggie sent in to applied."

Manufacturer narrative:
Product has not yet been returned to the MFR for evaluation.